Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance prior to surgery, it was observed that the motor device was overheating. There were no delays to a planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device vibrated and the reflected heat with a reading of 119.5 degrees fahrenheit which is greater than manufacture specification (119.5 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further observed that the device reflected noise with a reading of 85 decibels which is greater than manufacture specification (85 decibels; specified reading is sound level must not exceed 76 decibels). It was also observed that the drive shaft was broken. The broken drive shaft is consistent with using excessive force while the motor is in use. The broken drive shaft is what caused the vibration, noise and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.